Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Internal visual inspection inside unit¿s enclosure assembly revealed damage in form of a blown capacitor on the pcb. Thermal damage on the pcb board was observed and the board was melted/charred due to the thermal damage from the blown capacitor. A software evaluation could not be performed because of unit being unable to power on. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis. Thermal damage was observed on the pcb board of the patient electronics unit.